Manufacturer narrative:
Retainer = clear. Customer returned device for an alleged critical pump error (open book image) alarm found on december 01, 2020. The device was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history, trace and comlink3 files. A review of the downloaded history files reveals on december 01, 2020. There are nine (9) software error (linenumber 5632 filenumber2005) alarms (10:42, 10:43, 10:44, 10:45, 10:46, 10:47, 3x 11:06) and one (1) insulin pump error alarm (10:43). The multiple software error alarms (11:06) happened three (3) consecutive times without being cleared causing the critical pump error (open book image) alarm. Insulin pump error alarm is the secondary error and is the consequence of the software error alarm. The pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electrical board 1 and 2), motor, or force sensor. The force sensor zero offset is within specification (22.9 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Critical pump error (open book) and software error alarms are confirmed due to software errors. Insulin pump error alarm is confirmed and is a secondary error as a consequence of the software error alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.